Event description:
The customer contact reported the clave port remained in the open position; subsequently bleed back was noted. After an unspecified length of time in use, the clave port was unsuccessfully accessed to deliver an unspecified flush solution. It was reported that the healthcare provider noted that the silicone sleeve of the clave port remained depressed and a small volume of blood backed up into the tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.